Event description:
A multiview at a hospital rebooted itself with no user intervention. Users describe the system as running slow before it shut down. In late august, software version vf1.1 was installed onto the multiviews at this site. On event date, the customer reported a reset. The clinical engineering staff reviewed the diagnostic logs and reported an audiox error in the logs at the time of the reset. In an attempt to identify the problem, diagnostic software was installed in all 3 systems at this site four days post event.